Event description:
It was reported that on "one occasion the battery on the pump ceased in functioning and on another occasion the catheter for the pump failed." The patient also alleged that he contracted methacillin-resistant staphylococcus aureus (mrsa) infection in the area of the implanted pain pump during surgery in 2005. See manufacturer's report #: 6000030-2007-02683.

Manufacturer narrative:
.